Event description:
Consumer reported complaint for high and low blood glucose test results. The customer called concerned with test results from results obtained of 552 mg/dl am fasting. The customer stated his/her expected am fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room and per the customer the open vial date is 2 weeks ago. Customer has macular degeneration and is not able to see the sn and lot, but confirmed the brand is true metrix meter and true metrix test strips. The meter memory was reviewed for previous test result history: result 1: 100mg/dl date: unsure time: unsure fasting am. Result 2: 175mg/dl date: unsure time: unsure fasting am. Result 3: 119mg/dl date: unsure time: unsure fasting am. Result 4: 113mg/dl date: unsure time: unsure fasting am. Result 5: 213mg/dl date: unsure time: unsure fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.